Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in recovery and being prepared for discharge training. On (B)(6) 2021 at night a driveline disconnect alarm was activated. The patient had low flow events. The nurse recognized disconnected modular cable from percutaneous driveline. As patient became unconscious the team started cardiopulmonary resuscitation (CPR). After an unsuccessful attempt to reconnect the driveline, a few pins were bent. A new modular cable was used and the pump was restarted. An lvad driveline power fault the occurred. The patient's controller was replaced and no additional alarms were noted. The patient was extubated on (B)(6) 2021 and is recovering. Patient was noted to have respiratory failure during the event and required intubation. The patient did not have a neurological deficiency. It was noted that it was very likely that the patient disconnected the modular cable themselves. The event resolved without sequelae on (B)(6) 2021. Related manufacturer number: 2916596-2021-03082 (controller) and 2916596-2021-03083 (modular cable).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed pump stops which appeared to be associated with driveline disconnect events. A specific cause for these events could not be conclusively determined through this evaluation. A specific cause for the patient¿s infection could not be conclusively determined. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The account reported that the patient was on the recovery ward and was preparing for discharge training. On the night of (B)(6) 2021, an active driveline disconnected alarm was observed. The nurse staff noted that the modular cable was disconnected from the pump cable. As the patient became unconscious, the hospital team started cardiopulmonary resuscitation (CPR). Intubation and ventilation were required. After unsuccessful attempts to reconnect the driveline, further inspection of the modular cable revealed a few bent pins. A new modular cable was used, and the left ventricular assist device (lvad) was restarted. Following the restart of the lvad, a driveline power fault was observed. The system controller was replaced, and no further alarms were observed. An echocardiogram and chest x-ray were done. After all, the patient woke up without neurological deficiency. The patient was extubated on (B)(6) 2021 and was reportedly stable and recovering. On (B)(6) 2021, the patient was found to have a urinary tract infection. The patient received antibiotic (atb) therapy and the infection reportedly resolved on (B)(6) 2021. Additionally, on (B)(6) 2021, the patient complained of impaired vision, diagnosed as diabetic retinopathy. No treatment was provided, and the event resolved on (B)(6) 2021. The first controller event log file contained data from 19:53:10 through 20:55:24 on 27may2021, per the timestamps. Throughout the file, from 19:53:10 through 20:00:53, the driveline appeared to be intermittently, yet frequently, disconnected which resulted in persistent pump stops, as the pump¿s speed remained at 0 rpm throughout this time period. Each event was associated with power b broken, power a broken, com b fault, com a fault, and low pump current fault flags as well as low flow, driveline disconnect, and lvad_off alarms. At 19:54:10, a controller internal fault alarm was also captured, associated with fuse a being open (error code f2, ocp_a_open). At 20:09:39, the driveline was again reconnected to the system controller, and a driveline power fault alarm was activated shortly after at 20:09:58 due to the open fuse a. At 20:24:13, the driveline was disconnected again, causing the pump to stop. The controller internal fault alarm reactivated due to fuse a being open. The driveline was then reconnected at 20:24:21, and the driveline power fault alarm reactivated shortly after at 20:24:23 and remained active for the remainder of the file. The second controller event log file contained relevant data from 20:53:54 through 22:27:44 on 27may2021, per the timestamps. The driveline was connected to the system controller at 22:26:49 on (B)(6) 2021, following the reported controller exchange. Following the initial ramp up of the pump, the file captured the pump operating at a fixed speed of 5300 rpm with a low speed limit of 4900 rpm. No atypical events or alarms were captured, and the pump appeared to function as intended at the set speed. Additional information later received stated that the patient had amnesia and could remember what happened. Due to this, the patient underwent a psychiatric exam, but even this was unsuccessful to confirm what happened. The hospital reportedly closed this as a suspicion of self-disconnection event. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 IFU and patient handbook warn that if the driveline disconnects from the system controller, the pump stops. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. The IFU also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Additionally, the hm3 IFU and patient handbook address all system controller alarms as well as how to respond to each alarm condition. Furthermore, although the patient¿s infection was not device related, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, although the patient¿s infection was not device related, the IFU lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jan2021. No further information was provided. The manufacturer is closing the file on this event.